Event description:
The patient reported that at 8am, she changed her insulin cartridge and ate breakfast. She reported that at 3:30pm ,she tested her blood glucose and it was 340-350 mg/dl. She administered a 7.0 unit bolus of insulin to reduce her blood glucose. The patient reported that her normal blood glucose range is around 120 mg/dl. She stated that she noticed that the rubber stopper of the insulin cartridge was not moving when she administered the bolus. The pt reported that she administered at 10 unit insulin injection. She disconnected from her body and a ran a 5.0 unit bolus and no insulin dripped from the tip of the cartridge. The pt reported that she changed out the insulin cartridge and ran a bolus but again noticed that the rubber stopper was not moving on the insulin cartridge. During troubleshooting with the co representative, the pt disconnected from the infusion set tubing and ran a bolus and insulin bubbled at the tip of the cartridge. The pt reported that her piston rod and adapter were more than 12 months old. She was advised to change per the labeling instructions. The pt also indicated that she reuses the insulin cartridges. The pt was advised against this practice. The pt also stated that she leaves her insulin at room temperature. The pt was advised to contact the insulin MFR for proper storage requirements. The pt reconnected to the device and was able to bolus and insulin dripped from the end of the tubing. The pt stated that she would replace the piston rod and adapter. Upon follow up, the pt reported that her device was working "fine". No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.